Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range for offset -0.5%. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue.

Event description:
On (B)(6)2024, zyno medical received a request for hex files for the pump, the issue was offset offset -0.5% during testing. No patient was involved as it was discovered during testing.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The request to change the flowrate offset from -5 to -6 does not fit the criteria of a complaint since the change in offset was not +/-5%. According to z-800f instructions for use. P/n 800f-IFU-2602, rev. O. The passing specification is +/- 5%. Reference to complaint # (B)(4).